Event description:
The customer contacted beckman coulter inc(bec) to report unicel dxc 800pro synchron chemistry analyzer gave "cuvette not dry before first reagent dispense" errors and reagent probe b leak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Change from: the customer contacted beckman coulter inc (bec) to report asfdafd asf asdf giving "cuvette not dry before first reagent dispense" errors and reagent probe b leak. To: the customer contacted beckman coulter inc(bec) to report unicel dxc 800pro synchron chemistry analyzer gave "cuvette not dry before first reagent dispense" errors and reagent probe b leak.

Event description:
The customer contacted beckman coulter inc(bec) to report asfdafd asf asdf giving "cuvette not dry before first reagent dispense" errors and reagent probe b leak. The customer was wearing ppe when she discovered the leak. No injury or exposure to the fluid was reported and patient diagnosis or treatment was not impacted by the event. A bec field service engineer (fse) replaced the a/b valve which resolved the leaking issue.